Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoassay analyzer. Initial result: 0.44 miu/ml (interpreted as negative). The negative result was reported to the customer who claimed to have a positive at-home pregnancy test. The sample was then repeated. Repeat result: 23 miu/ml. The repeat result was deemed to be correct.

Manufacturer narrative:
The hcg+b reagent lot number was 00709174. The expiration date was not provided. Qc was within range prior to the event. The investigation is ongoing.

Manufacturer narrative:
The last calibration was provided on (B)(6) 2024 and was acceptable. The alarm trace was not provided for the day of the event but it was provided for (B)(6) 2024 and it did not show any abnormality. The field service engineer examined the bead mixer and adjusted all sample/reagent probes and the bead mixer. The customer performed qc and it was within range. The service actions (adjusting all sample/reagent probes and the bead mixer) resolved the issue. No further issues were reported afterward.